Manufacturer narrative:
Analysis of the pump found motor gear train anomalies; corrosion and/or wear and/or lubrication and a stall was due to shaft-bearing. Analysis of the catheter no significant anomaly. There was a tear in the seal, near the guide ring. Evaluation conclusion code applies to the catheter and evaluation conclusion code applies to the pump.

Manufacturer narrative:
Conclusion: no longer applies.

Event description:
Additional information was provided by the rep on (B)(6) 2015. Another motor stall occurred on "monday" ((B)(6) 2015) after the patient went home. Thus, the hcp decided to change the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine (10mg/ml, 5.6mg/day) and hydromorphone (5mg/ml, 2.8mg/day) via an implantable infusion pump. The indication for use was not noted. The patient went to the hospital with underdose symptoms of restless legs, shivering, and more pain. The alarm started on monday ((B)(6) 2015), but the patient did not know that the sound was coming from the pump. The patient realized it was the pump alarm on wednesday ((B)(6) 2015). The patient had no MRI, no exposure to a magnetic field ("induction or so"), and no traveling, etc. Per the rep, the log files of the pump showed a motor stall since monday. The hcp performed an x-ray and an MRI on (B)(6) 2015. After the MRI, the log files showed that the motor stall recovered (also log files from (B)(6) 2015.) Per the logs a motor stall occurred on (B)(6) 2015 11:09, a tube set error occurred on (B)(6) 2015 at 11:09, and a motor stall recovery occurred on (B)(6) 2015 at 10:42; the elective replacement indicator (eri) was due to occur in 35 months and the last change, prior to the noted issue, was on (B)(6) 2015. The patient was to stay at the hospital until (B)(6) 2015, to observe what happens. It was unknown if a surgical intervention would occur. At the time, the hcp wanted to wait and look what happens with the pump, to determine if there would be another motor stall or not. At the time of this report ((B)(6) 2015) the issue was resolved. The patient status at the time of the report was "alive - no injury". Additional information was provided by the rep on (B)(6) 2015. The whole system (catheter wans pump) was changed on (B)(6) 2015 and was returned. The hcp could not explant the spinal part of the catheter (resistance) and there was no backflow from "liquor". The hcp made a ligature around the old catheter. The new catheter tip was placed on level th9, and the old one was on th8/9. There was never a volume discrepancy during a refill procedure (last refill: expect: 4.1ml, effective: 4.5ml). At the moment the patient was fine.